Event description:
It was reported that the pump has a cracked front and rear case. Also error code 1240 was experienced.

Manufacturer narrative:
Additional information was received confirming there was no patient involvement, issue was found during preventive maintenance testing.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device in good condition. Error was found in the device ehl (event history log) multiple times. The customer stated problem was not duplicated. Replaced both rear/front housing assembly and re-installed the software. The cause of the reported problem was traced to user damage of the device. A DHR (device history review) was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device.